Event description:
When rn inserted foley it was leaking. When foley was removed and balloon inflated outside of patient, tiny pin holes were noted in the balloon causing leakage. This foley was sequestered by leadership and another foley was inserted.